Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was producing an incomplete mesh. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 during processing of donor skin. The event was no identified immediately upon opening of the device and before first use and the event did not occur during the first ever use of the device. The event was not related to surgical technique or user error and the harvested skin was not usable. There was no additional graft taken as the event occurred during processing of recovered donor skin. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and the UDI number is unknown as the device has already been shipped. The customer returned a skin graft mesher device, serial number 06448, for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the roller, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb grabbed the cutter. The calibration did not meet specification requirements and the side plates were gouged. The 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event that was confirmed since during the initial inspection it was noted that the comb grabbed the cutter, the calibration did not meet specification requirements, the side plates were gouged and both cutters failed to produce a passing sample mesh and were deemed non-repairable. While during the initial inspection it was noted that the comb grabbed the cutter, the calibration did not meet specification requirements, the side plates were gouged and both cutters failed to produce a passing sample mesh and were deemed non-repairable, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number 06448, was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the during processing of donor skin the device produced an incomplete mesh. No adverse events have been reported as a result of the malfunction.